Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The reporter stated that a result of 2.5 inr was obtained on the doctor's coaguchek xs plus meter (unknown serial number) at 6:20 pm. Using a different finger, a result of 8.0 inr was obtained at 06:23 pm on the customer's coaguchek xs meter (serial number (B)(4)). The result of 8.0 was the result that was believed to be correct. The patient's falithrom was discontinued until the inr goes down. There was no other therapy at this time. The customer's therapeutic range is 2-3 inr. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. However, the strips will not be returned as the customer has no more strips left. The doctor's product was not requested to be returned.